Event description:
It was reported to philips that the system did not startup. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power tray in the m-cabinet. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system is down, the issue occurred during coronary procedure which was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is down and unable to start. The fse found that the issue occurred due to ignition problem in the m-cabinet and therefore system was not getting started. To resolve the issue, fse replaced power tray in m cabinet. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.